Event description:
It was reported that the system was intermittently rebooting itself. There is no report of death or serious injury.

Manufacturer narrative:
A ge service representative performed an investigation. The reported issue could not be duplicated. Onsite investigation revealed that no cause could be determined. The fe will follow up with further repairs. No conclusion can be drawn at this time.